Event description:
It was reported that during an endovascular aortic repair for treatment of a 65 mm aortic aneurysm, the delivery system trigger of the stent graft etlw1620c124ee endur ii limb would not work to recapture the nose cone after stent graft deployment. The blue slider handle was manually rotated in an attempt to return it to its starting position, but it appeared to be stuck and would only rotate up to a certain point. The nose cone was not captured and the delivery system was carefully removed from the patient. After removal, the delivery system was tested outside the patient and it was stated that the physician was able to get the trigger to function, though it felt jammed. Per the physician the cause of the event is undetermined. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was confirmed that the delivery system was fully inspected prior to use, and the deployment and removal steps were followed as per the instructions for use (IFU). It was clarified that the trigger did not move at all when attempting to recapture the nose while inside the patient. It was observed that the graft cover moved when the blue slider handle was rotated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was received with the external slider in the home position. The stent graft had been deployed prior to receipt of the device and was not received alongside for analysis. Kinks were evident to the proximal graft cover. The graft cover could be retracted and advanced via rotating the external slider with no issues noted. The trigger engaged with no issues noted, and the graft cover and external slider moved smoothly when the trigger was engaged. No other deformation evident to the remainder of the device. The reported removal difficulties could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.